Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged power loss alarm on july 26, 2021. Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range due to the unloaded voltage and loaded voltage not in parallel with each other. Insulin pump was cut open to perform visual inspection, no physical or moisture damage found on electronic assembly, however corroded battery tube noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube and minor scratches on lcd window. In further full review of the insulin pump history an unexpected power error alarm was found on july 24, 2021 at 14:00 and 14:06 as well as several batt out limit alarms found on july 21, 2021 at 9:42, and july 24, 2021 at 9:12, as well as 19:03 which are due to a corroded battery tube. In summary, customers alleged unexpected battery out limit alarm confirmed due to a corroded battery tube. Additionally a unexpected power error alarm due to a corroded battery tube was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery happing for 2 days. No harm requiring medical intervention was reported. The device was returned for analysis.